Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported contamination/debris was found when opening the sterile surgical patties (ID(B)(6)) for a surgery (open septorhinoplasty). No patient contact/injury reported and the event did not led to surgical delay.

Manufacturer narrative:
The surgical patties were returned for evaluation: failure analysis - sample received. Complaint of burn mark on multiple patties confirmed. Brown spots present on 3 patties on the green string and x-ray. Therefor the complaint condition could be confirmed. The complaint root cause was confirmed in the complaint investigation. Cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the traveler will be retrained per an ils. Therefor the reported complaint reason of (contamination/debris found) was miss identified as the failure analysis confirmed that what was perceived to be contamination was actually burn marks on the product caused in the manufacturing process. A corrective and preventive action (CAPA) has been closed for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability. The CAPA implemented preventative actions to minimize this issue.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The surgical patties (ID 801408) are not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.